Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill guide refers to the thread of the drill that does not adjust to the plates when the doctors are going to lock the screw, or failing that, the drill guide is mounted and released when they are going to pass the drill. There was a surgical delay of five minutes. Procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the lcp drill sleeve 1.5 f/drill bit ø1.1 (p/n: 03.114.001, lot #: h363238) was returned and received for analysis. Upon visual inspection, the threaded section of the device appears to be slightly stripped and with visible nicks. No other issues were observed with the returned device. Functional test: a functional test was not performed since drill sleeve was returned without its mating device. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Can the complaint condition be replicated? Unable to perform. Investigation conclusion: the reported condition of the complaint device (lcp drill sleeve 1.5 f/drill bit ø1.1) is confirmed. The threaded section of the drill sleeve is stripped and with visible nicks, assembling issues are most likely due to this condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part/lot combination is not valid, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. Part number: 03.114.001, synthes lot number: h363238, supplier lot number: n/a, release to warehouse date: 14-nov-2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Note: DHR information was retrieved from (B)(4) as it is the same lot number. Device history review - review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a procedure. During the procedure the do not screw or stay on the plate to allow to drill for lock screws. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown lcp plate (part# unknown, lot# unknown, quantity 1), unknown locking screws (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This report is 2 of 2 for (B)(4).